Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and rec'd. No further information is expected. (B)(4).

Event description:
Adverse event(s): "halos day and night" (halo). Product problem(s): "none reported" ( no information [iol(intraocular lens) implant]). A surgeon reported a pt experiencing halos following bilateral intraocular lens (iol) implant surgeries which were clear lens extractions. The lenses were replaced and the event resolved. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye. The report for the left eye was filed as MFR report #1119421-2010-00788.